Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 689 mg/dl. Customer was vomiting and dehydrated at the time of admission. Customer stated that she may have had a stomach virus. Customer also stated that she was using the insulin pump up until the time of admission. Blood glucose level at the time of the call was not provided. No further information was provided.